Event description:
The field service center reported that the ventilator turbine was not spinning. It is unk if ventilator audibly alarmed or was connected to a patient when the reported problem occurred.

Manufacturer narrative:
Na